Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. Based on our investigation, it was determined the device was in monitor mode during the initial charge attempt. Once the device was in defibrillation mode, the device charged and discharged to zoll's specification. The investigation results were reviewed with the customer to their satisfaction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed to charge and then delivered a shock. Complainant alleged the device was charged a second time and failed to discharge until button was pressed several times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.